Event description:
Boston scientific-target was notified that the incident took place during coiling of an aneurysm of the anterior communicating artery using this gdc 10-soft synerg detection circuit as the second coil after gdc 3d coil was put in place. Advancement of the gdc 10-soft synerg detection gircuit into the aneurysm resulted in part of it projecting over the a2 segment; therefore, the device was withdrawn, cleaned, and checked. The excelsior 1018 microcatheter positioned was adjusted and the gdc 10-soft synerg detection circuit was re-introduced. However, the physician's assistant reported that there was a funny feeling on introducing the device; therefore, the device was retracted. However, only the pusher wire and remained inside the excelsior 1018 catheter, at no point was electrical current applied to this device. The excelsior 1018 microcatheter containing the device and the pusher wire sent to the agent to be reported to the manufacturer. The patient was reported to be in good condition.